Manufacturer narrative:
Section d10: concomitant medical products: truliant tib imp psc insert sz 3.5, 13mm (cat# 02-022-44-3513 / serial# (B)(6)); truliant tib fit tray cem sz 3.5f / 2.5t (cat# 02-022-45-3525 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Concomitant medical products: 3.5 13mm psc insert. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, patient complained of startup pain. The male patient was brought back for left knee revision. The insert was removed. The tibia was checked and found to be well fixed, femur checked and was loose. The patient received a size 3 left cc femur, 15x120 stem, 17mm insert. Patient was last known to be in stable condition following the event. The device will be returned.

Manufacturer narrative:
(H3) the revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. However, this cannot be confirmed as the devices were not available for evaluation and x-rays were not provided. The most probable root cause associated with the reported event of "loosening ¿ femoral¿ is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.